Manufacturer narrative:
This is a duplicate of report # 1218950-2016-07401.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported no audio on the mx40 device. There was no report of patient injury or harm.